Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
The consumer reported that he was having extreme pain and the settings on his implantable neurostimulator (ins) have "gone crazy". The patient stated that he turned the stimulation down and tried to get the ins reprogrammed. The stimulation was turned up high enough to address the patient&#62688;preexisting pain, then he experienced stimulation resistance in his stomach area and the stim didn't address the pain he was feeling. It was noted that the patient had a preexisting condition of cirrhosis and had a lot of issues with his stomach. It was also noted that the stim worked fine for the patient for quite a while, but at the time of the report, the patient stated that it was not working the way it was supposed to. When the patient visited his healthcare provider (hcp), he was hurting really bad and he reported that his hips were hurting since (B)(6) 2016 due to his preexisting sciatic pain. The patient was to get an MRI. There was no report of falls of traumas related to the incident. Additional information was received from a manufacturing representative (rep) on 2016-jul-26. It was reported that reprogramming and turning off adaptive stim did not resolve the pain issue. It was noted that the patient used the ins 100% of the time and the issues had not resolved at the time of the report. MRI indicates that the leads had not moved. The indication for use for the implanted device was noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that their stim was not working and that the device was "kicking on by itself; it had a mind of its own". The patient also stated that the device is going to be replaced next month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.